Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified cracks along the sheeting weld of the cassette on both sides. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable.  A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, cracks along the sheeting weld of the cassette was discovered. There was no patient involvement. No additional information is available.